Event description:
It was reported prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification and a bicuspid aortic valve. After the first deployment attempt of a transcatheter valve, the valve was constrained and it was recaptured due to the implant depth being too deep. The valve was then redeployed. However, during the second recapture, an infold was observed. Subsequently, a downsized valve and new dcs were used to complete the procedure. Per the physician, patient anatomy contributed to the event. No patient complications have been reported as a result of this event. Additional information was received indicating that the patient has an annulus perimeter of 72 mm to 73 mm. The infold was observed at an implant depth of 7 mm on the non-coronary cusp and 7 mm on the left coronary cusp. The valve was withdrawn from the patient following the second recapture, after the infold was observed.

Manufacturer narrative:
Updated data: b5. Added second paragraph. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329; serial/lot: unknown; product type: 0195-heart valves; implant date: na ; explant date: na. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification and a bicuspid aortic valve. After the first deployment attempt of a transcatheter valve, the valve was constrained and it was recaptured due to the implant depth being too deep. The valve was then redeployed, however; during the second recapture, an infold was observed. Subsequently, a downsized valve and new dcs were used to complete the procedure. Per the physician, patient anatomy contributed to the event. No patient complications have been reported as a result of this event.